Event description:
It was reported that lead noise was observed on the device egms. High lead impedance was also noted. A header/ setscrew issue was suspected. The noise and impedance anomaly were resolved when the device was replaced.

Manufacturer narrative:
The field event of noise was confirmed. The device was connected to test leads and placed in saline. The device header was rubbed and tapped on repeatedly. No noise was observed on the real-time egm when test leads were securely fastened. However, when the v-tip setscrew was loosened to form an intermittent connection, noise was seen on teh egm. The device functioned normaly on the bench and during testing. No anomalies were detected. It is possible that the cause of the noise was due to a connection issue.